Manufacturer narrative:
Due to character restrictions in block e1 initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cs100 intra-aortic balloon pump (iabp) EKG cable was missing one wire and the 2500 hrs kit replacement was due. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ECG trunk cable assembly (0012-00-1155-02) and the ECG leadwire set cable assembly (0012-00-1157-02) per the customer's request. Overall function was tested and the unit was working normally.